Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The clip remains in the patient. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This report is filed as an increased mitral mean gradient pressure (stenosis) was observed. It was reported that the patient presented with degenerative mitral regurgitation (mr) grade 4+. One mitraclip was implanted without a device issue, reducing the mr to grade 1+, mean mitral valve gradient pressure (mgp) 4mmhg. On (B)(6) 2018, the discharge echocardiogram displayed mr grade 2+. There was no reported device issue and the patient was discharged home. On (B)(6) 2018, during a follow-up echocardiogram, the mr was grade 2+, and mean mitral valve gradient pressure was at 6.5mmhg. Per physician, the increase in mr was not significant and was unrelated to the device. There was no tissue injury and no reported device malfunction. No additional information was provided regarding this issue.

Manufacturer narrative:
Internal file number - (B)(4). There was no reported device malfunction and the device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported patient effect of mitral stenosis, as listed in the mitraclip system instructions for use is a known possible complication associated with mitraclip procedures. Based on the information reviewed, the reported mitral stenosis appears to be related to case circumstances. There is no indication of a product quality issue with respect to manufacture, design or labeling.